Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced multiple hardware components (mixer motor, ise buffer valves and ise reference valve) to resolve the issue. The primary failure mode is unknown. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) results on their au680 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event.